Event description:
It was reported that patient underwent total hip arthroplasty utilizing the anterior supine intermuscular surgical technique on (B)(6) 2013. The surgeon templated for a 13mm offset stem and broached, he did not like the way it trialed so he broached again to a 14mm. Surgeon did not re-trial after rebroaching, and placed the products in the patient. X-rays showed the offset had changed, therefore surgeon removed the implants from the patient. The surgeon completed the procedure with a regular (non-offset) stem.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. This report is number 1 of 3 mdrs filed for the same event (also reference 1825034-2013-00956 / 00957).